Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system had a continuous beeping sound coming from inside the image acquisition system (ias). After restarting the ias, the beeping stopped but the imaging system would only take 3d images and could not take 2d images. A medtronic representative (rep) checked several components inside the ias and found that the led in the fluoro central processing unit (cpu) board was not lit. After a few days, it was found that the imaging system was then unable to take both 3d and2d images. The system¿s gantry spun but did not take an image in 3d mode. After turning the ias off then back on, the pendant displayed scrolling and blinking generator bars during startup. The rep checked inside the ias fluoro cpu board and the led was lit again; the two points voltage was 4.87v and 11.89v. The rep went to the remote desktop to find a ¿detector not ready¿ message. The rep then opened the software and couldn¿t connect to paxscan but found that the paxscan power was ok. The rep reloaded the firmware in the system control board, but the issue was still not resolved. There was no patient present when this issue occurred. It was later reported that the system is was working but was still being continuously monitored. Additionally, it was noted that the suspected cause of the reported issues with the system was a defective cpu fluoro board.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi31000129, serial/lot #: -, ubd:- , UDI#:- h3: the system was serviced in the field, and hardware parts were replaced. The system performed as intended. Codes b01, c13, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.